Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient called back repeating she is having incontinence and only 2 programs are working and that they are scheduled to meet with a rep on thursday. No further complications were noted or anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va19r1e, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the lead had migrated; this was confirmed on an x-ray that was taken in the past. The healthcare provider stated that they thought the patient¿s daughter was giving the patient deep tissue massages to the area where the lead was located. It was noted that the lead was removed and replaced, and the ins was also replaced as it was at 28% capacity, and the issue was now resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that they turned the device off and the pain was gone and then it on again and are on program 3. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they were having an "issue with the thing" and that when she first got it was working fine on program 4 however after some time she noticed a pinching sensation in the perineum. Patient further explained that they switched to p1 and it seemed to be doing fine with no pinching sensation and then probably around october she was starting to notice the pinching again and switched to p2 which was not causing the pinching but then she started having issues with left hip/bursitis acting up. Patient then had her orthopedist give her a shot in her hip however after some time she noticed standing was getting more difficult but did not think it was related to the implant but the pain got awful in april and they decided to turn the ins off and within a couple hours the left hip pain was gone. Patient then turned it back on again probably middle of may and initially was fine and then started to notice she was having bursitis in the right hip and shut it off and the pain went away. Patient further reported that she has not been using it so they have many accidents. Patient has an appointment with managing hcp in july. No further complications were noted or anticipated.